Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that all of the keypad buttons were under responsive and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: pump does not power on. Unable to perform steps 6-11/attach download files due to no power. Keypad cover intact. Removed cover; no contamination under contacts. Evidence of moisture behind display/in battery compartment..2. Leak test failed due to battery compartment leak. Opened pump; evidence of moisture throughout pump internally/on keypad flex/connector. Battery compartment crack to the left of the bumper pad from the threads traveling down to the case seal. Crack between case seal & keypad cover. Audio bolus button cover damaged/punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.